Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd insyte vialon-e 22ga x 1.0in the needle pierced thru the catheter. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle pierced thru the catheter.

Manufacturer narrative:
H.6. Investigation: photo evaluation 3 photos were received for evaluation. Needle pierce through catheter was observed from the returned photo sample evaluation. 1 actual sample was returned without packaging for investigation. Needle pierce through catheter was observed on the returned sample. The most probable cause of the defect is that it occurred during use when the product was manipulated. After reviewing production records over the last 12 months, no quality notifications have been raised for the reported nonconformance as it relates to the needle manufacturing process.

Event description:
It was reported that before use of the bd insyte vialon-e 22ga x 1.0in the needle pierced thru the catheter. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: the needle pierced thru the catheter.